Event description:
It was reported that the pump exhibited a bad syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the top case was cracked by the front left bottom corner and broken tube holder, the bottom case was cracked by the l bracket pole clamp, and the battery door was cracked. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated during syringe test. The root cause of the reported issue was found to be customer's incorrect assembly of the device. Replaced plunger board and left plunger case. Performed self test and syringe test; device passed all functional testing.